Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer cleared the alarm but the same issue happened again when they attempted to rewind. The issues occurred after an MRI. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed during rewind due to motor encoder signal out of phase. We were unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm or due to alarms. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.